Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. However, the insulin pump had cracked case at the display window corners, cracked display window, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks. The customer reported that the drive support cap came off. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.